Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited less than 200 ohms impedance and noise which caused inappropriate mode switch events. The noise was reproducible with isometrics. The lead was replaced, as there was an insulation breach in the subclavian region.